Event description:
Teflon coating on guidewire sheared off into common femoral artery when pulling it out of potts needle. Shearing occurred off the bevel of the potts needle. Pt taken to surgery and plastic recovered. No harm to pt.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device not used as labeled/indended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: mated with incompatible equipment. Conclusion: other. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.